Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned for evaluation. Signs of clinical use and evidence of blood on the loading device were observed. The delivery device was returned outside the loading device. The seal and tension spring assembly remained in the loading device. The tension spring assembly and the seal were removed from the loading device for observation. The seal was observed to be intact. The slide lock was engaged. The plunger was not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.51 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for "fitting problem" was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal was not grasped by delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal was not grasped by delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.